Event description:
It was reported two ureteral stents were placed in this patient approximately 2-3 weeks ago for therapeutic urologic drainage. During stent withdrawal, the pigtail of the first stent detached in the patient's ureter. Withdrawal of the second stent was unevenful, however, it was noted the stent was split. Several attempts at retrieval of the detached segment were unsuccessful. A stent was placed for continued drainage at that time. The patient remained hospitalized and experienced a fever of 103. The patient was placed on antiobiotics. A second procedure was performed march 2006, at which time the detached segment was pushed up into the renal pelvis resulting in the stent segment breaking into two pieces. A snare was utilized to retrieve the detached stent segments, however, the stent continued to break into pieces. A small 8mm segment of the stent still remains in the patient's mid-ureter. To date, no additional retrieval attempts have been made to retrieve the detached segment. The patient will be mentioned. Should the patient become symptomatic, another procedure will be performed.